Event description:
The caller alleged variances between inratio inr results. The caller was originally taking warfarin 4.5mg on monday/wednesday/friday and 3mg on (B)(6). Results are as follows: date inratio inr (B)(6)2015 2.2 (no changes to medication) (B)(6)2015 1.8 (dose changed - warfarin 4.5mg monday/friday and 3mg tuesday/wednesday/thursday/saturday/sunday) (B)(6) 2015 2.2 (no changes to medication) (B)(6)2015 1.9 (no changes to medication) (B)(6) 2015 2.8 (dose changed - warfarin 4.5mg monday and 3mg rest of days) therapeutic range: 2.0 - 2.5 the caller reported that the samples were not immediately applied, to the inratio test strip, after the finger stick. This is considered to be an improper technique when performing the inratio test. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. An improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.